Event description:
Related manufacturer reference number: 3006705815-2021-05509. It was reported a cerebrospinal fluid leak (csf) occurred during initial stick of a permanent implant procedure that took place on (B)(6) 2021. Physician performed a blood patch and the procedure was completed. Patient was programmed post-procedure.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.